Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative commented that while completing the system check out the collimator was pushed back into the correct position by the biomed. The medtronic representative also noted the cmos battery was dead and replaced the battery. (B)(4).

Event description:
A medtronic representative reported that while in a spinal fusion case the imaging system was producing an error that read, "error initializing collimator." There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.